Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Iris damage is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported following cataract procedure, the patient moved during implantation attempt of a trabecular micro bypass stent. Due to patient movement, an intraoperative iris tear occurred. The stent procedure was aborted. Additional information has been requested.